Event description:
Reporter indicated that the pt is not necessarily seeing any discomfort from the vns itself but there have been substantial issues with swallowing and coughing. A visit to the ear, nose, throat dr has confirmed partial vocal cord paralysis. It was reported that so far, the pt hasn't seen any benefit from the vns, but that they are still in the adjustment phase and is not at optimum settings yet. Further follow up revealed that the pt's symptoms of difficulty swallowing and coughing occurred immediately post-op from the vns implant. It was reported that a scope was performed at the initial ear, nose, throat dr's eval and indicated that there was no movement on one side of the pt's vocal cord. No gel foam or other technique type treatment has been prescribed as the ear, nose, throat dr felt due to the pt's age and accompanying anatomy that this would be contraindicated. The pt was seen again by the ear, nose, throat dr (end of 2/2002) who performed another scope and reported that there is some "slight improvement" noted, with some slight movement, where as before there was none. Pt will be seen again by ear, nose, throat dr in 7/2002. The pt is still reported to have their swallowing compromised, although pt has never aspirated. The pt's family member feel that pt's cough reflex is not as strong as it once was.